Event description:
It was reported that the coil protruded from the catheter's tip during removal. The target lesion was located in the moderately tortuous and non calcified internal iliac artery. An 8mm x 20cm interlock-35 was selected for use. During the procedure, it was noted that the coil became stuck in the distal part of the catheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The device was removed together with the catheter and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter city: (B)(6).